Event description:
Customer said he inserted a new sensor yesterday and today there is a large difference between his sensor readings and blood glucose level. The sensor says 130 mg/dl, but customer's blood glucose is actually 420 mg/dl. Customer treated with his insulin pump. Customer was unable to upload to carelink. He was advised of proper calibration and sensor methods. He was advised to monitor the issue and upload to carelink. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.